Event description:
A hospital in (B)(6) reported via a distributor that the heater wire connector of the inspiratory tube of an rt206 adult breathing circuit was faulty. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
Ps54250. This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The complainant device is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.